Event description:
It was reported that during a laparoscopic gastric bypass surgery an echelon 60 white stapler was used to make the entero-enterostomy. After making the enterotomies in the small bowel the stapler is introduced (filling above, anvil below) and fired. After firing the stapler the backside of the bowel was closed with staples and the tissues were cut but the front side fell open and no staples were visible. We have picture available. Before and after the failure, reloads of the same lot were used with success to transect the small bowel. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. An intra-operative photo was received and the event description cannot be denied nor confirmed. The photographs do not provide enough evidence relative to what may have caused the incomplete staple deployment.